Event description:
Alleged deflation.

Manufacturer narrative:
Unable deflation. No explantation occurred. No additional information available.update/correction to sections b4, d9, g3, g6, h2, h3, h6, and h10.

Event description:
Alleged deflation